Event description:
During a transcatheter aortic valve replacement (tavr) procedure, after removal of the 24 fr retroflex sheath, a small perforation was found on the right common iliac artery. A covered stent was implanted to repair the vessel. There were no difficulties advancing or removing the dilators or sheath during the procedure, and there was no report of device malfunction. The patient was stable after the case, and was walking the next day. Additional information: the patient's peripheral vessels were severely calcified and tortuous. The minimal luminal diameter of the access vessel was 7.5-7.7mm.

Manufacturer narrative:
The device was not returned to edwards for evaluation, and the lot number was not available for a device history record review to be performed, however, per report the event was not related to a device malfunction. Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the tavr procedure and use of the transcatheter avr devices. There are several factors that can contribute to vascular complications including patient anatomy, vessel characteristics, and procedural factors. Per the physicians training guide, the 24f retroflex 3 sheath requires a minimum vessel diameter = 8 mm. In this case, the exact root cause for the reported vessel dissection cannot be confirmed. However, as found through investigation, the patient's access vessel diameter was under the recommended size for this device. Furthermore, the vessels were very calcified and tortuous. It is likely that a combination of vessel size, severe calcification and tortuosity caused or contributed to the reported vessel perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.